Event description:
It was reported that the plastic cover of an lv 5 infusor was warped. This was reported to have occurred before use. The reporter stated that because the plastic cover was warped, the coil cap could not attach. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device manufacture dates between april 17, 2013 - april 18, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.